Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. Also, was noticed several creases on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2018, indicated that the ethnicity of the patient is white, date of birth (B)(6) 1968, age was 49 at the time of the event and date of implantation and explantation was on (B)(6) 2018. The procedure was revision augmentation. The right mentor saline implant was deflated at the time of surgery and as a result patient underwent removal and replacement with mentor gel implants. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
Blind device received in product evaluation lab received on (B)(6) 2018 with no complaint information attached and could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a mentor smooth round moderate profile, 475cc saline implant can be characteristic of an event requiring removal and replacement. As a result, this will be conservatively reported to FDA.